Event description:
After gynecare intergel was used -off label- for a laparoscopy performed on pt in 2003 they experienced debilitating post op pain and complications. Pt ended up in the emergency room and had to eventually take short term disability leave from work. This was the most astounding and frustrating experience they've ever had. The dr could not tell them when the pain would end but continued to say the gel needed to be reabsorbed into their body. Pt developed multiple cysts on their ovaries immediately following this surgery and the gel was detected in their pelvic cavity during the ER visit ultrasound. It took over a month for the constant pain to subside and pt is now dealing with the repercussions to see if any other damage occurred.